Event description:
It was reported that prior to an unk procedure, the device did not work. The generator indicated an instrument error code. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the blade cracked. The location of the break is inside the tube proximal to tissue pad. During functional testing on a generator, the device gave an error code 5. The analysis concluded that the blade cracked due to contact with the outer tube. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.